Manufacturer narrative:
Dates of event and implant: dates estimated. (UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title: iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review.

Event description:
This is filed to report after the mitraclip procedure, the atrial perforation had to be closed with an occluder. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade 4. One clip was implanted. Bidirectional with predominant left-to-right flow was noted; therefore, an occluder was implanted successfully. Details are listed in the attached article, iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the information available, a definitive cause for the reported patient effect could not be determined. Additional therapy/ non-surgical treatment was a result of case-specific circumstances as an occluder was implanted successfully. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.